Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/21/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/31/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture was found in the battery compartment.